Event description:
Our MDR - after an implant duration of about 31 months it was reported that the two lead impedances were out of range (too high). The patient refused to removed the leads so the physician added two new leads and replaced the pacemaker.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.